Event description:
It was reported that the patient presented with a right ventricular lead that exhibited high capture thresholds. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient condition was unknown. No further information was reported on this event.